Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 1.5mm x 40mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the third inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.